Manufacturer narrative:
Please note that this product is no longer manufactured and previous medwatch reports for this product may have been submitted for the manufacturing site kinetics concept inc (under registration #1625774). From november 2012 until 2014 complaints related to these products were handled by arjohuntleigh inc. And any medwatch reports will be submitted under registration #3009988881. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. As a consequence of issues with the integration of the former (B)(4) rental business into arjohuntleigh and challenges from i.e. It perspective we were forced to a more manual process to screen service data for complaints. We have realized that this process did not detect all complaints and that arjohuntleigh have failed to get them all timely into our complaint handling system. Unfortunately, as a result of a retrospective review after this finding we have identified this reportable complaint that is filed late. A CAPA has been initiated to document the efforts to complete investigations, and implement corrections and corrective actions. When reviewing similar reportable events for barimaxx family range, we have been able to establish that this is the 2nd reportable complaint with similar fault description: bed moved with brakes engaged while being used for patient treatment. There is no trend observed for reportable complaints with this failure for barimaxx devices. The product involved in this incident is the barimaxx ii bed frame, serial number: (B)(4); model number: 310400 and is part of the arjohuntleigh us rental fleet. We were able to confirmed that this bed passed the quality control inspection and met all requirements on (B)(4) 2014, before being placed at customer facility. We also have confirmed that after end of the rental period, the bed passed quality control checks on 11th of july 2014, met specifications, and functioned as designed post placement. Unfortunately, without having detailed witness description of what occurred, we are left to review the information received from the customer per our best efforts, results of the device evaluation and compare it to our product knowledge. Based on the collected information it seems that the most likely the event is related either to the operator's techniques (handling/maneuvering the device) or failure in proper engaging the brakes (e.g. The brake pedal not pushed to its end limit resulting with brakes not being fully applied) rather than the device on its own - inspection of the device involved in the event revealed that it was found to be to specification, no failure has been found. In accordance to the recommendation from the quick reference guide (e.g. 310612-ah rev. B) which were delivered to the customer together with the device as part of the labeling, the user is informed about the functionality and usage of the castor/brakes: in order to lock caster brake - press the red end of the brake lever down with foot to engage caster brake. Precaution should be taken during patient transfer, including the locking of caster breaks and caster steering and deflation of surface, lock all steer caster in line and set all caster brakes before transferring patient warning: engage all brakes and steer locks before patient transfer the maximum recommended patient weight is 1000 lb, in summary, the device was being used for patient treatment, therefore it played a role in the event. No failure has been found within the device. However we have decided to report this event based on the potential and in abundance of caution and to be transparent . Given the circumstances and the number of similar events we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Initially we have been informed that brakes were not staying engaged when the facility staff tried to reposition a patient in their bed (move the patient up on the bed platform). During this operation the device started to move, fortunately neither the patient nor the caregiver became injured. Having in mind that a patient of up to 1000 lbs may be placed on this type of the device, it has been decided that if the event would to reoccur there could be an adverse outcome as a result, should the bed move unexpectedly and the caregivers would attempt to support the patient manually.